Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to lead erosion. According to the patient the leads almost sticking out and had lumps all over. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The physician contacted the patient to examine the implant site. This rv lead remains in service.